Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the actual residual volume of 13 ml was greater than the expected residual volume of 4 ml. The rep had recommended a dye study to the healthcare provider (hcp). "Some withdrawal" was noted, and the change in symptoms was sudden. The event date was unknown. No further complications were reported. Additional information was received from a manufacturer representative on 2017-jul-18; it was confirmed that the patient was being scheduled for a dye study.